Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the tip of the instrument fell off outside of the patient. The piece was found. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m91m60. The device was received with the upper jaw detached not returned and with the I-blade upper tip fractured and slightly lifted. In addition, the cable was cut off. The cable cut off is not related with the complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.